Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the medication delivery lasted for 52 hours to complete. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which displayed fluid contained inside the bladder. The photograph suggested an underinfusion condition may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. Should additional relevant information become available, a supplemental report will be submitted.